Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient experienced loss of bi-ventricular capture. It was suspected that the left ventricular failed to capture. No intervention was performed. The patient was stable and would be continued to be monitored.